Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to loose protruded drive support disk. No a33 alarm noted. The insulin pump passed basic occlusion test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported by customer's mother that the insulin pump received an error message alarm. During troubleshooting customer's mother stated that the customer received an alarm. Insulin pump also had a loose drive support cap. Insulin pump will be replaced. Customer's blood glucose readings was not provided. Nothing further reported.